Event description:
Distributor reported an issue with this freestyle meter. There was no report of death serious injury or mistreatment.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.